Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available.

Manufacturer narrative:
B3: exact date unknown. Event occurred since a year ago.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received that the spinal cord stimulation (scs) system underwent an explant procedure due to charging difficulty. The patient is doing great post operatively. The explanted device will not be returned as it was discarded per facility policy.